Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous, distal right coronary artery. The 3.0x8 mm nc trek balloon catheter was advanced to the lesion. During the first inflation at 8 atmospheres for 5 seconds, the balloon ruptured. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.